Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event summary: it was reported that the patient passed away on 09oct2024 while in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6) did not reveal any functional issues. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed at approximately 4" from the pump body. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The outflow graft itself was cut at the just after the hardware. The apical cuff was returned with the cuff lock fully engaged. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events, including death, that may be associated with the use of the hm 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4 explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.